Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a flashing, white or blank display. Customer¿s blood glucose level was 125 mg/dl at the time of incidence. Customer was advised that the pump had need to be replaced. Customer had advised to discontinue use of the pump and revert to back up plan per healthcare professional instructions. Insulin pump will return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded motor home switch.